Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-02510, 2017865-2021-02512. It was reported that infection was observed. The device system was explanted.